Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the cannula was cut. The suture was received tied around the suture wing. The red and blue ports, clamps and bifurcate hub appeared intact. A functional evaluation found that the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter's metal d tubes broke and the hub was detached from it. It was reported that there was no leakage. The patient was treated with prophylactic antibiotics to prevent a possible infection caused by the incident. Chlorhexidine gluconas 2% or isobetadine are typically utilized to clean the catheter in its entirety. Idem was the ointment used at the exit site and dry wound dressings were utilized. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter's metal d tubes broke and the hub was detached from it. It was reported that there was no leakage. The patient was treated with prophylactic antibiotics to prevent a possible infection caused by the incident. Disinfectant was typically utilized to clean the catheter in its entirety. Ointment was used at the exit site and dry wound dressings were utilized. There was no patient injury.